Manufacturer narrative:
Philips service instructed the user to replace the mpdu fuse, restoring functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system was unable to power on; mpdu fuse suspected on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.